Manufacturer narrative:
An event of difficulty advance was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant with a large flexnav delivery system. After pre-dilation with balloon aortic valvuloplasty (pre-bav) with a non-abbott device, the flexnav delivery system was inserted from the left subclavian artery (lsca) but was unable to advance further. The delivery system was then able to advance after turning the delivery system but the operator realized they had torn the intima wall of the blood vessel. A decrease in blood pressure had not occurred at this point. A decision was made to implant the 29mm navitor valve and then put the patient on hemostasis. Through the patient's right femoral artery, a non-abbott occlusion balloon reached the lsca and succeeded in hemostasis. It was confirmed there was no rupture and a stent was not needed. It was reported the patient did have tortuous anatomy. There was no clinically significant delay in the procedure. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.